Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records (DHR) was performed as part of this investigation. Product code 150680004, work order (B)(4) was manufactured on 04-mar-2021. (B)(4) parts were manufactured per specification and all raw materials met specification. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the tibial tray in question. During surgery, the surgeon found dirt on the surface of the tibial tray. The surgeon wiped the tibial tray and used it. No further information is available.